Manufacturer narrative:
Items returned for evaluation: -pusher -implant -introducer -dispenser hoop. Items not returned for evaluation: -shrink lock -microcatheter -v-grip. The visual analysis of the returned items found that the implant was severely stretched and broken, but still attached to the pusher. The distal portion of the implant and the microcatheter were not returned for evaluation. The investigation of the returned coil system found the implant coils severely stretched and broken. The portion of the implant distal to the site of the break was not returned for evaluation; however, the investigation found the most proximal end of the implant to still be attached to the pusher. The complaint is considered confirmed due to the proximal side of the implant separating from its distal portion. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing retraction forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported that during treatment of an aneurysm, an embolization coil implant could not be advanced or retracted. The implant was noticed to have been detached from the pusher and was removed along with the microcatheter. The procedure was successfully completed with a different coil. There was no intervention or injury. The patient was reported to be "fine."

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently ongoing. A supplemental report will be submitted with the findings and conclusions. The instructions for use identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of an aneurysm, an embolization coil implant could not be advanced or retracted. The implant was noticed to have been detached from the pusher and was removed along with the microcatheter. The procedure was successfully completed with a different coil. There was no intervention or injury. The patient was reported to be "fine."